Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 409 mg/dl. The customer treated with a bolus. Troubleshooting was performed. The customer received insulin flow blocked alarm during fill tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. The customer stated that the pump did not alarm insulin flow blocked. The product was not returned for analysis.